Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow up. The left ventricular lead had dislodged from the heart. The lead was explanted. The patient was discharged.